Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition. Removed back cover and found that there was a crack in the return tube which had leaked water and damaged multiple components. The root cause of the reported issue was found to be design. Actions were taken to mitigate the reported issue: replaced return tube part, main print circuit board. And h-2 pressure gauge.

Event description:
It was reported that the device has internal pressure leakage discovered during installation. No patient injury was reported.